Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date were not provided). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 6.8 mmol/l (mobile system 1) and 3.5 mmol/l (mobile system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.